Event description:
A zoll lifecor territory manager contacted customer support to report that he received a report for a patient that shows an above average amount of right ECG lead off. The territory manager visited patient and confirmed the problem. The patient's electrode belt was replaced.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt (B)(4) has been completed. The reported problem was confirmed. The cable section from ECG b to the distribution node had internal damage. Several of the internal conductors were damaged. When the cable section was manipulated the side to side ECG signal became distorted. The root cause of the internal damage cannot be positively determined. No adverse event resulted from the damaged cable. The patient received a replacement electrode belt.